Event description:
The pt contacted nephron pharmaceuticals corporation on (B)(6) 2014, regarding a product complaint of no aerosol production that was reported as associated with the user of the ez breath atomizer. The pt reported that she cleaned the atomizer according to the product's instructions; however, the unit did not produce an aerosol mist to alleviate her asthma symptoms. The pt required medical treatment in the emergency room after the atomizer did not produce an aerosol mist. During a follow-up phone call on (B)(6) 2014, the pt reported that she used the atomizer every other day after purchasing the unit in (B)(6) 2014. She added that the amount of mist produced by the unit declined over time despite cleaning the unit according to the product's instructions. The unit stopped working a few days prior to (B)(6) 2014. The unit appeared to be clogged and did not emit a mist to alleviate her asthma symptoms. The pt reported that she experienced an asthma attack after exercising and required medical treatment in the emergency room when the atomizer did not produce a mist. The pt is a (B)(6) female with a past medical history that is significant for asthma. She is a former smoker and did not report any allergies to medications. She did report allergies to raw vegetables. The pt reported that she cleaned the unit nightly with vinegar and water.

Manufacturer narrative:
An eval of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable. The root cause of this complaint cannot be identified, since the device was confirmed not return to MFR for further investigation.